Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode was not active at the time of incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2019 with blood glucose of 658 mg/dl. The customer experienced symptoms such as pain in stomach and vomiting. The customer was treated with insulin drip. Customer stated that the battery had died, and insulin pump did not work because the battery did not alarm. Customer stated that they had been off of the insulin pump for a month. It was unknown whether the customer used automode or not. The device will not be returned for analysis.